Manufacturer narrative:
(B)(4).

Event description:
The customer reports: luer-lock connection (brown head) fell off. Nurse uses the brown head for normal saline dripping, but twist it a little bit because of not smooth, and then the head feel off. Patient is not harmed and is stable. The complaint product remains in patient and will return for investigation when removed.

Event description:
The customer reports: luer-lock connection (brown head) fell off. Nurse uses the brown head for normal saline dripping, but twist it a little bit because of not smooth, and then the head feel off. Patient is not harmed and is stable. The complaint product remains in patient and will return for investigation when removed.

Manufacturer narrative:
Qn# (B)(4). The customer returned a three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, which is consistent with a failure mode currently being investigated. Microscopic examination of the slide clamp did not reveal any defects or anomalies. The distal extension line from the juncture hub to the point of separation measured 88mm, which is slightly longer than the nominal value of 85mm per the catheter graphic. The distal extension line inner diameter measured 1.448mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The distal extension line outer diameter measured 2.18mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. No blockages were observed. A manual tug test confirmed that the proximal and medial extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had separated directly adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Due to an increasing volume of complaints, a CAPA was initiated to further investigate this issue. A root cause has yet to be determined. Teleflex will continue to monitor and trend for reports of this nature.